Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017, with blood glucose of 531 mg/dl at the time of the incident. The customer treated the high with a bolus. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the high but was completed for the intermittently working pump buttons. Customer also complained of missing bolus history entries. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. After locking the connector unit received with all operating currents within spec and passed unexpected restart error test. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube lip and cracked reservoir tube window.